Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported the pt was without stimulation for a few months; she let the stimulation run until it turned off on its own. The charger was unable to locate the ipg. A new charger did not resolve the issue. In addition, there was no communication with the programmer. The physician was working with the pt for the next course of action.